Event description:
Clip sling: defective, clip and strap torn off. The sling was sent to arjohuntleigh at gloucester but not received. No photos available. Defective sling location unknown. Defective sling replaced.

Manufacturer narrative:
This report is being filed (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital (B)(4). The manufacturer's investigation is completed and concludes; very limited information was received. The risk for injury appears low since the sling was found during pre-use check in accordance with instructions in the IFU. Due to the very limited information provided it is not possible to determine the root cause. A possible reason for the sling to be in this condition was that the sling was caught under some form of a solid object at some stage ripping off the clip and strap through improper use. The sling has already been replaced as per instructions for pre-use checks in the IFU. At this time, our post market complaint data shows that this would not appear to be a widespread problem. No further actions will be taken.